Manufacturer narrative:
The device was not returned for analysis. The production record review for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot could not be conducted because the product was not returned and the part number and lot number were not reported. The patient effect of vascular hemorrhage, unspecified infection, pseudoaneurysm, and thrombosis, are listed in the electronic prostar instructions for use (IFU), as potential adverse events of use of the device. Based on the case information, a conclusive cause for the reported patient effects of hemorrhage, unspecified infection, pseudoaneurysm, and thrombosis, and the relationship to the product, if any, cannot be determined. A definitive cause for the mal position of device, patient deice interaction problem, could not be determined. Based on the information reported through the research article, a definitive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention, medication required, and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The proglide device referenced in b5 is captured under a separate report. B3: date of event estimated from 01/01/2005 to 12/31/2013 as the article states that this is the date range the patients underwent evar procedures. D4: the UDI is not known as the part and lot number were not provided. Three individual patient's reported in the article were captured under the following manufacturing numbers: (B)(6). Literature attachment: article title the safety and effectiveness of the prostar xl closure device compared to open groin cutdown for endovascular aneurysm repair.

Event description:
The aim of this study is to compare the outcomes of percutaneous femoral closure using prostar devices to open cut down for endovascular aneurysm repairs (evars) . The complication rate was 2.7% for the percutaneous group and 4.3% for the open cutdown group. 5.4% of the prostars had failures, some of which occurred during the deployment of the device or at the end of the operation [failure to achieve hemostasis] leading to conversion to open surgery. The remainder were noted postoperatively and included pseudoaneurysms treated with thrombin injections and an embolectomy for a thrombosis which was likely due to the prolonged compression after inadequate hemostasis. Additional complications related to prostar devices included wound infection and bleeding mechanism of device failure included the suture being pulled through the artery and unspecified technical failure. Lastly, the study summarized data comparing the safety of using prostar and proglide devices versus surgical cut down. Overall, it was concluded that proglide devices are associated with lower rates of life threatening bleeding, lower rates of vascular injury, lower extremity ischemia, bleeding, nerve injury, occlusion, surgical wound revision, leg edema, and hematoma when compared to open cut downs as the closure method. Specific patient information is documented as unknown. Details are listed in the attached article, titled "the safety and effectiveness of the prostar xl closure device compared to open groin cutdown for endovascular aneurysm repair"